Event description:
It was reported that the device had faulty battery. There was no reported patient involvement.

Manufacturer narrative:
Annex b: b21; annex c: c21; annex d: d16. Annex b: b01; annex c: c0201; annex d: d02. Investigation summary: field technician stated issue of ¿faulty battery¿ was not confirmed specifically. However, a related ¿faulty battery conditioning¿ issue was. On 9/19/2024, pcu was received unboxed and with paperwork. Logs reflect the issue. Defective power supply board (tc10013069) needs replacing. Device to be returned to san diego repair center for repair and normal processing. Failure investigation report uploaded to qn in sap.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had faulty battery. There was no reported patient involvement.